Event description:
It was reported to medtronic neurosurgery that the patient experienced an unintentional performance level change from 1.5 to 2.5. According to the report, one of the patient's hobbies is working with electrical devices and speaker magnetics. The patient inquired if these devices could change his valve settings.

Manufacturer narrative:
Additional patient/device information: it was reported to medtronic neurosurgery that the shunt was implanted as a result of meningitis. The report stated that the patient has cancer, breathing problems and can hear a bubbling crackling noise in his head. According to the report, the patient feels that his skull is still tender since the surgery. The report stated that whenever the patient exhilarates himself, his heartbeat becomes abnormal and fluid flows out of his nostril. The product remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was communicated to the customer that strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. It was communicated to the customer that strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained. Additional patient/device information: it was reported to medtronic neurosurgery that the shunt was implanted as a result of meningitis. The report stated that the patient has cancer, breathing problems and can hear a bubbling crackling noise in his head. According to the report, the patient feels that his skull is still tender since the surgery. The report stated that whenever the patient exhilarates himself, his heartbeat becomes abnormal and fluid flows out of his nostril. Additional patient/device information: medtronic neurosurgery received additional information regarding the patient weight, and valve catalog and lot number. It was reported that patient has various health conditions like copd, prostate cancer, and other issues. (B)(4).

Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was communicated to the customer that strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve, as long as distance from the valve implant is maintained.